Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's drg ipg had become inoperable due to battery depletion. Surgical intervention may occur in order to replace it and resolve the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information provided indicated it is unknown when the patient lost stimulation. The device was explanted and replaced which addressed the issue. No complications were noted during the procedure.